Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that, approximately eight years and one month post index procedure, a CT revealed that the aneurx stent graft limb had a distal type I endoleak. No intervention was performed and the event was unresolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.